Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed calibrations, extended self-test and short self-tests.

Event description:
The customer reported that the 840 ventilator had a blank screen. The device ws not in use on a patient when the malfunction occurred.